Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13334, 2017865-2021-13526, 2017865-2021-13528.it was reported that a patient presented remotely on (B)(6) 2021 with their right ventricular lead exhibiting noise leading to non-sustained right ventricular oversensing. The patient passed away on (B)(6) 2021 before an in-person device check could be done. The cause of death was unknown.